Event description:
It was reported that the user experienced recurrent alert 32 indicating a delivery motor communication error after multiple device restarts, and the ilet was replaced. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond device unavailability until replacement. Investigation included remote troubleshooting and user education regarding data sync, shutdown, and startup procedures. Investigation of the returned device revealed a delivery motor communication malfunction consistent with a motor processor communication error.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.